Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review was performed. The device has not been returned for evaluation. Since no sample was returned an no objective evidence has been returned for review, the investigation will remain inconclusive for the reported missing component. Based on the information provided, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0607174ce implantable port allegedly experienced a missing component. This information was received from one source. This malfunction did not involve a patient and no consequences reported. The patient's age, weight, and gender were not provided.